Manufacturer narrative:
Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent aaa and left and right eia aneurysm repair on (B)(6) 2011. He had aaa and cia aneurysm. The pt's anatomical form was suitable for endovascular repair. Final confirmatory angiography showed both proximal and distal type I endoleaks, and type ii endoleak. For the proximal type I endoleak, reballooning and another ballooning by another MFR's 25mm x 40mm were performed, but these were not effective. The endoleak was resolved after placing another MFR's xl stent (1820334-2011-00204); regarding the distal type I endoleak from the left iliac leg placed in eia, the sealing point was a bit larger than 9mm, so the iliac leg with 12mm of diameter was chosen. Since the graft was not expanded sufficiently, reballooning was performed but failed. Another MFR's 12mm x 40mm stent was placed and powerflex 9mm x 20mm was used for ballooning. However, the endoleak was not resolved. The physician occluded the distal and the junction parts by ballooning to take angiography, then it was revealed that the endoleak was actually a type IV. (Act was around 300 at that time.) He decided to take a wash-and-see approach. The pt's condition is unk was not provided by reporter.